Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel. Subsequently, the patient underwent a revision procedure and this rv lead was surgically capped and abandoned. A new rv lead was successfully placed. No adverse patient effects were reported.